Event description:
Device 1 of 10: reference MFR. Report#: 1627487-2015-05663; reference MFR. Report#: 1627487-2015-05664 ; reference MFR. Report#: 1627487-2015-05665 ; reference MFR. Report#: 1627487-2015-05666 ; reference MFR. Report#: 1627487-2015-05667 ; reference MFR. Report#: 1627487-2015-05668 ; reference MFR. Report#: 1627487-2015-05669 ; reference MFR. Report#: 1627487-2015-05670 ; reference MFR. Report#: 1627487-2015-05671 . Follow-up revealed the infection has resolved. It was also reported the patient will remain on antibiotics and will be under the care of an infectious disease physician until otherwise.

Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 10. Reference MFR. Report#: 1627487-2015-05663, reference MFR. Report#: 1627487-2015-05664, reference MFR. Report#: 1627487-2015-05665, reference MFR. Report#: 1627487-2015-05666, reference MFR. Report#: 1627487-2015-05667, reference MFR. Report#: 1627487-2015-05668, reference MFR. Report#: 1627487-2015-05669, reference MFR. Report#: 1627487-2015-05670, reference MFR. Report#: 1627487-2015-05671. The patient had four, 3166 leads for off-label use. It was reported the patient was diagnosed with an infection at the ipg and lead site after being admitted to the emergency room. As a result, the patient's scs system was explanted and she was given antibiotics. Follow-up revealed the patient remains on antibiotics and her condition is improving.